Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received critical pump error. Customer's blood glucose value was 191mg/dl. Customer stated that the pump was missing reservoir ring. The insulin pump will not be returned for analysis. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test and force sensor test. No critical pump error noted. However, device received with corroded electronic assemblies and corroded motor home switch. Device received with corroded battery tube.